Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 correction: e1 (phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument had full complement of twenty clips. A malformed clip was jammed inside the shaft. The pusher bar was observed to be buckled. For functional testing, the handle was cycled to load a clip; the pusher bar did not load the clip. The instrument handle was disassembled for visualization of the internal components revealing a proper handle assembly. The pusher bar was observed to be bent. It was reported that the clips were askew. The reported issue was not confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'buckled pusher bar' that was not related to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired, or if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The instructions included with this device provide the following guidance: 1) if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. 2) if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the clips were askew. The clip legs were malformed and crossed like a scissor. There was no patient injury.